Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer treated low blood glucose reading with shots, sandwich and glucose tablets. Customer also reported low battery alarm. Insulin pump will be returning for analysis.